Manufacturer narrative:
As of 09/11/2018 retained samples and unused returned product were submitted to the lab for testing in addition to evaluate the biocompatibility studies. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines. The product's labeling has a warning that the product is not intended for use on delicate or sensitive skin.

Event description:
The initial report on (B)(6) 2018 consumer stated that product stick on very strong and pulled off her skin. The completed customer information request (cir) was received on 08/28/2018. Consumer stated that she required medical attention and that the symptoms corrected after she stopped using the product. She treated area with an ointment and applied a different adhesive bandage from her doctor's office. In addition, consumer stated that the issue was with the tape area.